Event description:
Health and life co., ltd. Was informed by the (B)(4) with the following info: the pt purchased the medication from the (B)(4) pharmacy after learning of an over the counter product that contains an epinephrine inhalation solution. After the initial product use, she stated that she jerked and twitched. Furthermore, she also coughed up a small amount of pink phlegm, but she did not report the incident since she thought she was fine. On the following night, she coughed up pink phlegm again after using the medication. On the next night, she experienced jerky sensation and swelling of her throat after using the product. The pt stated that she used ice and primatene mist product at home to alleviate the swelling temporarily; however, the swelling returned. The pt then traveled to the hospital emergency room and received an injection of epinephrine. The epinephrine alleviated the anaphylactic response, and the pt returned home that same night with no further problem.

Manufacturer narrative:
The investigation results and relevant follow-up activities will be included in 11/20/2012 follow-up.